Event description:
It was reported that pump displayed malfunction code and fault ID without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again.